Event description:
Placed vent on postop pt. Pt was assessed, observed no ventilation and vent was making a loud sound, like air escaping. Replaced vent with another machine. Fiomed findings, found pressure line inside ventilator from the manifold to the ventilator port had come loose. Connected pressure hose to correct port and ran check out procedure. Adjusted assist sensitivity control check out 2/4 per service manual. Passed. Settings tidal vol 800, rate 12, 02 100%, pressure 38.